Manufacturer narrative:
An event of paravalvular leak (pvl), central regurgitation, heart failure, aortic regurgitation, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, causes for the reported pvl, central regurgitation, aortic regurgitation, and heart block could not be conclusively determined. The reported heart failure appears to be a cascading event of the aortic regurgitation and heart block. The reported hospitalization, unexpected medical interventions, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing atrial fibrillation and rapid ventricular response (rvr). The patient was put on temporary pacing for the procedure. The aortic annulus was measured with the area as 513.9mm^2, the diameter as 26mm, and the perimeter as 81.6mm. The membranous septum was measured as 4.7mm. Pre-dilation was performed with a 23mm non-abbott balloon. During deployment the patient went into complete heart block. The device was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). Temporary pacing was administered overnight. Upon discharge the patient had mild central regurgitation and a gradient of 10mmhg. No intervention was required to treat the leak. On (B)(6) 2024 the patient was hospitalized for heart failure. It was noted that the patient had atrial fibrillation and moderate central aortic insufficiency (ai). On (B)(6) 2024 the patient underwent an atrial fibrillation ablation to treat the atrial fibrillation and was provided lasix. No intervention was required for the central ai. It was suspected that the central ai and atrial fibrillation caused the heart failure. The patient status was stable with a follow-up scheduled in a few weeks.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.